Event description:
It is reported that the insert was implanted in 2006, and revised seven days post-op due to dislocation. During the revision surgery 7 days later, the surgeon discovered that the insert was cracked. The new insert, which was to be implanted, was found to be cracked and the surgeon removed and replaced the total hip. The new insert is not approved for sale in the united states.

Manufacturer narrative:
H3: evaluation summary: x-rays not available for review. Type of stem and head used are unknown. Patient age, weight, activity level, and build are unknown. Surgical details are not available. Cause cannot be definitively determined with available information. H6: evaluation codes: insert returned with approximately a quarter of the insert rim fractured. The outer surfaces of the insert exhibit evidence of an insertion attempt. Device history records are intact and conforming and indicate manufacture to specification.